Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Visual examination of the lead revealed surface insulation abrasions around the clavicular area (26-27cm from the terminal pin). Resistance testing found the lead was electrically continuous, however there were significant calcium deposits on the shock coils that likely inhibited therapy from being available to the patient while implanted. The reported clinical observation of noise was confirmed as result of the damage observed the laboratory.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to noise that was oversensed causing inappropriate anti-tachycardia pacing (atp). Surgical observation during the revision indicated that the lead insulation was likely degraded. The lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to noise that was oversensed causing inappropriate anti-tachycardia pacing (atp). Surgical observation during the revision indicated that the lead insulation was likely degraded. The lead was returned for analysis. No additional adverse patient effects were reported.